Event description:
It was reported in a literature publication that reuter¿s marketscan database was utilized to identify 35,400 patients who underwent spinal fusion for degenerative lumbar disease with at least two years of postoperative follow-up. Propensity score matching techniques were used to match 4310 patients who underwent spinal fusion with bmp to those who underwent spinal fusion without bmp. The study cohort comprised a matched set of 8620 patients. The average age in both groups was 52 years old and patients were followed for an average of 39 months after surgery. One year after the initial spinal fusion, bmp was found to be associated with a reduced risk of re-operation. Two years after the initial spinal fusion, patients in the bmp group still had a lower re-operation rate. The 146 patients who received bmp required re-operation within the first year post-operatively.

Manufacturer narrative:
Dates of implant: 2002-2009. Literature citation: ugiliweneza et al. Long-term effects of bone morphogenetic protein in lumbar fusion. Lumbar spine research society paper abstracts: 2012, (paper #23). F3: not reported. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.